Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the device leaked from the brown distal leg corresponding to the outlet from the brown suture connection.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen catheter for evaluation. The catheter body was cut approximately 10mm from the junction hub. Biological material was observed within all extension lines and catheter. The catheter was visually inspected, and it was observed that proximal extension line (white hub) had a small cut near the brown junction hub. The observed defect is consistent with that of damage due to contact with sharps. No other defects were observed. The returned catheter was functionally tested by occluding the distal end of the catheter and flushing both extension lines with water. Only the proximal extension line (white hub) had a leak. The distal extension lines functioned normally. The IFU provided with this component warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow." The customer report of a line leak was confirmed by complaint investigation. The proximal extension line (white hub) contained one small slit near the brown junction hub. The slit was consistent with being slightly cut by a sharp object. Unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the device leaked from the brown distal leg corresponding to the outlet from the brown suture connection.